Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported incident are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported on mw5096817: patient scheduled on (B)(6) 2020 for folfox chemotherapy. The 46-hour take home fluorouracil dose was compounded in a b braun easypump elastomeric device (270-54-s). The correct drug, the correct drug and base solution volume and correct size/rate elastomeric device was used to prepare the 5fu dose for this patient as confirmed in the compounding camera images. The patient was admitted to the hospital on (B)(6) 2020 with rectal bleeding. Lab tests resulted plt of 9. At 4pm on (B)(6) 2020, it was also noted in the hospitalization record that the elastomeric device was empty. The elastomeric device containing chemotherapy set to infuse over 46 hours was attached on (B)(6) 2020 at 1148am. The device has an accuracy of infusion duration +/- 15% and should have ended between 448am and 348pm on (B)(6) 2020. The elastomeric ran to fast and emptied 11 hours early. FDA safety report ID # (B)(4).

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). One (1) used sample was received for evaluation. The pump was visually and functionally tested. No leakage was observed, and the flow rate was within specification. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.